Manufacturer narrative:
As reported, the capsure fixation fasteners failed to fixate the mesh. The subject device was not returned for evaluation. There are multiple potential causes which can cause the reported failure mode to occur. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, the fastener of capsure fixation device did not fixate and the device does not work. It was reported that no reported patient injury.